Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate most likely the injury came from the implantation wire (mdt confida) which was accidentally removed from the left ventricle during retraction of the commander system. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : the device was not returned for evaluation.

Event description:
As reported by our edwards lifesciences affiliate in germany regarding a 29mm sapien 3 transcatheter heart valve implant in aortic position by transfemoral approach during the procedure, the valve was implanted successfully. Fluoroscopy and ultrasound check were done and both verified a successful implantation with a good height and no pvl. However, at the end of the operation procedure, the patient's blood pressure dropped to 40-50 mmhg. A second ultrasound check showed a pericardial effusion. A pericardiocentesis was done but the patient could not be stabilized. Neither a tee nor another fluoroscopic image of the aortic valve showed any kind of injury. Therefore, an open-heart surgery was performed and an injury at the lateral wall of the left ventricle was found and repaired. The patient left the operation room towards intensive care unit. However, on the same day the patient had to be reoperated two times. The perforated left ventricle could not be repaired and the patient passed away. No edwards device malfunction occurred.